Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated the device exhibited farfield oversensing. After an ablation procedure was performed, the patient experienced lightheadness and dizziness. The patient alleged that this device exhibited farfield oversensing. Technical services (ts) reviewed the device data, could not identified any issue and provided reprogramming recommendations. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.